Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that prior to a placement procedure, it was noticed that the round tape was opened with a sharp object, and the sellotape pasted on it was also sharply cut diagonally. In addition, the box was slightly bent on one side where you could put finger in when opening it. There was no reported patient involvement.